Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7138206/7138308.

Event description:
It was reported that during a wound check it was noted that the pocket incision was red and so the patient was placed on antibiotics as a precaution. The following days, the patient reported infection and oozing from the incision was noted. The patient underwent an explant procedure. All explanted device components will not be returned.